Event description:
It was reported the ez45g was used during a video assisted thoracic surgery. It was reported by the affiliate that after firing the instrument jammed on the tissue and the cartridge fell into the pt. Cartridge was retrieved. There was no consequence to the pt.